Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for similar complaints on serial number (B)(4) was performed from 26-aug-2017 through (B)(4) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 2, introduction, states that this operator's manual provides a detailed description of the system configuration and operating procedures for the aia-900 enzyme immunoassay analyzer. You are recommended to read carefully and familiarize yourselves with the information provided in this manual before commencing operation of the system. The reported event could not be determined; the aia-900 instrument is functioning as designed. The results for this patient for the past three (3) years show that the tsh is trending upward.

Event description:
On (B)(6) 2017 a customer reported that a thyroid-stimulating hormone (tsh) patient result of 4.91 ulu/ml, ran on (B)(6) 2017, on the aia-900 instrument was questioned by a physician. The physician believed that the tsh result was too high for this particular patient. The patient sample was not repeated. The customer reported that quality controls (qc) were within acceptable range. The customer provided previous tsh results as follow: (B)(6) 2014 = 1.11 ulu/ml; (B)(6) 2015 = 3.56 ulu/ml; (B)(6) 2016 = 3.95 ulu/ml. The tsh in this particular patient was trending upward. The patient was redrawn on (B)(6) 2017 and the sample was sent to quest for analysis (methodology unknown). The tsh result from quest was 3.53 ulu/ml. The sample was not tested on the aia-900 instrument at this time; therefore, no comparison on this sample between quest and the aia-900 was done. The technical support specialist sent the customer new qc and requested a precision run on both levels of qc. On (B)(6) 2017 the customer provided precision data for level 1 and level 2 of qc. The data showed that precision was within acceptable range on both levels of qc; no instrument malfunction. The customer was instructed to re-calibrate the aia-900 and rerun quality controls with new lots of calibrator and qc. The customer reported that calibration and qc were within acceptable range. The aia-900 was not confirmed to be out of range on qc for tsh. On (B)(6) 2017 the customer agreed that this does not seem to be an aia-900 issue. The customer understands that the precision test runs have exceptionally good reproducibility with coefficient of variation of (cv) <2%. The customer understands that this particular patient has been trending upward in tsh for the past three (3) years, as shown in previous results. The physician agreed that the next time the patient is redrawn the sample will be tested on the aia-900 instrument and reference lab for comparison. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.